Manufacturer narrative:
Follow-up #1: date of submission 05/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: during investigation, the returned battery cap was unable to attach to the pump. A test cap attached securely. Two battery compartments were cracked. The returned battery cap threads were damaged. There were multiple and recurring unexplained pump reboots observed in the black box. Due to intermittent power, a 24 hour basal run was unable to be completed. There was rust in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no damage observed to the power circuit. There was no moisture observed internally.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.